Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis. The pod was worn between 1 and 4 hours on the arm. It was noted that the cannula dislodged from the infusion site and was bent. Symptoms reported include difficulties breathing and vomiting. The patient was treated with insulin via IV (intravenous). The patient was released the following day. Device was discarded.